Manufacturer narrative:
Submit date: 07/07/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a med-prep cannula. The customer states that the monoject needless prep cannula lot 610278 was contaminated, brown speck noted at the hub. The customer states it appears to be grease inside the cannula/hub.

Manufacturer narrative:
Submit date: 10/31/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was on sample (unused, opened) returned with this complaint. The sample was evaluated under magnification and did not appear to be grease. The particulate had a jagged, amorphous appearance and was fairly rigid which is more consistent with dried silicone. The particle was too small for ftir evaluation. The reported condition is confirmed. Sample evaluation indicates that measurement, man and material are not likely root causes. The most likely root cause for the observed unidentified matter is silicone application on empty posts on the rack which collects and dries. This material can transfer to the hub. The racks undergo a weekly cleaning pm. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are visually inspected for foreign material. The lot met all defined acceptance requirements and was released. Based on the investigation findings and the information available a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.